Event description:
Facility medwatch attached. Pt identifier: (B)(4). Additional info: the hcp reported that the pt was experiencing increased pain and spasticity. Oral medication were given. It was determined that the pt had a csf leak and an infection was suspected. A culture of the catheter wound, which was "opened and contaminated", was taken (B)(6) 2004 and was reported to be negative. The catheter was removed (B)(6) 2004. The pt had the pump explanted 6 months after implant. Additional info regarding the pt's current status is not available. (B)(4).